Manufacturer narrative:
A boston scientific sales representative was contacted and stated she had no further information regarding this patient.

Event description:
Boston scientific received information that this patient had been riding in his golf cart and was later found lying in the bushes. The patient advocate and son tried to shake him but he was not responding at the time and was rushed to the hospital. After being released, the advocate stated that night she heard banging/crashing and found the patient on the floor in the bathroom. He had fallen into his walker. The patient has no recollection of events and is feeling fine now. The advocate was advised how to perform an interrogation and will follow up with this patient's physician. No other adverse events have been reported.